Manufacturer narrative:
The surgeon removed and replaced mandibular components bilaterally due to material sensitivity. Several mdrs were submitted for this event (2031049-2021-00019).

Event description:
The right mandibular component was removed and replaced due to material sensitivity.